Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the vf egm revealed avnrt. The rate fell in the vf zone and the shock slowed the rhythm, but still appeared in svt. The atrial events were intermittently sensed with the episode due to p wave that were occurring at the same time as p-waves. Programming changes were recommended. Further actions will be discussed with the physician.

Event description:
New information received indicates that programming changes were not made. The patient was not compliant with medication.